Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was displaying a black screen. A field service engineer checked for reimaging data errors and found that the system failed to update windows, tested and inventoried the medications to resolve the issue. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported by the customer that when using the bd pyxis medstation es system was displaying a black screen. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.